Event description:
Alleged overheating of dryer heater resulted in smoke and odor from equipment. Following the event, a technician stated that on 9/15/97, she had received an electrical shock while working on dryer section of processor.